Manufacturer narrative:
In this report, become aware and date due has been updated.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges over time they noticed pieces of plastic in their mouth after using the device leaving a bad taste in their mouth. Patient stated that they could not eat after. The patient alleges the device is cleaned with warm water amd mild soap. There is no allegation of serious or permanent harm or injury. The patient did seek medical intervention and was advised to stop using the device. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges over time they noticed pieces of plastic in their mouth after using the device leaving a bad taste in their mouth. Patient stated that they could not eat after.the patient alleges the device is cleaned with warm water amd mild soap. There is no allegation of serious or permanent harm or injury. The patient did seek medical intervention and was advised to stop using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this 510k ,remedial action init (rfb) and recall (z) number (rfb) has been updated.

Manufacturer narrative:
This report is being sent to correct our previous submission. Box b: product problem. Clinical assessment report: based on the information currently provided and available, the reported allegation of unspecified plastic pieces being caught in the mouth and leaving a bad taste during clinical and therapeutic use of the device is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. No further action is required.